Event description:
Customer was admitted to hospital for low blood glucose. Family member called 911, customer was then taken to hospital and it was discovered she had a blood glucose of 13. Troubleshooting performed. Checked programming, all programming appeared to be correct.